Event description:
The field engineer reported that the system hard drive was corrupt and the images were mixed and not being saved correctly. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and the system software was reloaded. The system was then found to be operating as intended.